Event description:
It was reported that 2 hours after a tonsillectomy procedure using evac 70 xtra with integrated cable and a coblator ii controller, the patient experienced a rebleed. The patient was taken back to the operating room and the bleeding was successfully stopped. No other information was provided regarding the patient outcome after this event; however no further patient complications were reported as a result of this event.